Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that a cartridge change error occurred with multiple cartridges. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was in 336-400 mg/dl range.